Event description:
The customer reported that the guide appears that the unit has failed.

Manufacturer narrative:
(B)(4). The customer reported that the guide appears that the unit has failed. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.